Event description:
It was reported via phone call that the customer's insulin pump was squirting out insulin during the manual prime process. Customer's blood glucose level was unknown. Unable to complete troubleshooting due to the call be disconnected.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.